Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The small grasping retractor instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. A review of system logs showed that the small grasping retractor instrument was last used on system# sh1279 on (B)(6) 220 and had 2 lives remaining. No image or video was provided for review. A site history review was performed and no related complaints were found for this product or event. Based on the information provided at this time, this complaint is being reported because the small grasping retractor instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although there was no patient injury, the product malfunction could cause or contribute to an adverse event if the failure were to recur. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during central processing, the small grasping retractor was found to have a broken cable. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter stated that the patient was a (B)(6) female. No additional information was provided.